Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to poor visibility include, but are not limited to patient anatomical morphology, patient disease state, or device placement or use technique. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that upon review of the images provided, the stent was not able to be visualized on the video clip provided. It is unknown if it is related to the quality of the imaging system at the site or if it is related to the stent radiopacity. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with 85% stenosis. The 2.5x28 mm xience alpine stent was implanted; however the stent was not visible for post-dilatation. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.